Event description:
It was reported by the patient that their omnipod dash pdm (personal diabetes manager) would no longer hold a charge and the battery is swollen. The patient reported they do not use the charging cord provided with the device. No impact to the patient's blood glucose levels was reported. No medical attention was required for the reported issue. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res (B)(4) due to no device identifier provided.